Event description:
On 08/13/2010, during follow-up for a rite (returned instrument test/evaluation) testing to identify why the homechoice (hc) was returned product surveillance contacted the patient's peritoneal dialysis (pd) clinic. The receptionist stated that the home patient (hp) had died. The cause and date of death are unknown. However, the hp was discharged from the pd clinic and was in the hospital. In the hospital, the hp was taken off the peritoneal dialysis therapy and was put onto hemodialysis. The receptionist believes that the hp passed away about one week after the discharge from the facility (discharge date (B)(6) 2010). Therefore, the hp was not connected to the cycler and there were no issues with therapy prior to death. It is unknown if autopsy was performed. Death was not related to the peritoneal dialysis therapy. The following additional information was obtained on 08/16/2010: the patient had a flare-up of her pre-existing diverticulitis and was diagnosed with the peritonitis on (B)(6) 2010. The physician believed the peritonitis event was caused by the diverticulitis flare-up. There was no exit site or tunnel infection associated with the peritonitis. The patient's transfer set (product code 5c4482) was replaced on (B)(6) 2010 after the diagnosis but the nurse was unaware of anything being wrong with the transfer set. On an unreported date in 2010, a peritoneal effluent analysis and culture were performed. The culture results revealed (B)(6); the results of the analysis were not reported. On an unreported date in 2010, the patient was started on unspecified ip antibiotics. On (B)(6) 2010, the patient was admitted to the hospital when it was discovered that the peritonitis was not improving. The patient then passed away while still in the hospital likely due to sepsis a week after being discharged from the pd clinic, which was on (B)(6) 2010. The nurse indicated the patient was discharged from the pd clinic because during the hospitalization, pd therapy was discontinued, the pd catheter was removed and the patient was placed on hemodialysis. When the patient was on hemodialysis, the antibiotic regimen was administered intravenously. It was unknown if the peritonitis had resolved by the time of death. The nurse indicated the peritonitis was caused by the diverticulitis and was not due to any baxter disposable defect or malfunction. The nurse stated the events of peritonitis and death were unrelated to dianeal. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review performed on potentially associated lots (gd871707, gd872390, and gd872937) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that the blue winged cap of one (1) ce intermate (B)(4) device was discovered loose before use/filling. There is no patient involvement. No additional information is available.